Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on available information, the reported single leaflet device attachment (slda) was due to challenging patient anatomy. The reported poor imaging was due to procedural circumstances. The reported patient effect of mitral regurgitation (mr) was cascading events of reported slda. Additionally, mr is listed in mitraclip system instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet and mitral regurgitation (mr) increased. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3. The patient had a challenging anatomy with prolapse anterior leaflet. There was difficulty with visualization due to bad imaging quality. One clip was implanted, reducing the mr to 1. One day after the procedure, a control echocardiogram was performed, which found that the clip detached from the anterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr had increased back to 3. No additional information was provided.